Event description:
It was reported that when a patient presented in clinic for a follow-up with dizziness, the device could not be interrogated. As such, the physician elected to explant and replace the device. The patient was stable before and after the procedure.

Manufacturer narrative:
Communication failure and premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
New information received noted premature battery depletion was suspected.